Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited possible failure and the right ventricular (rv) lead exhibited loss of capture. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.